Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was in 45 mg/dl at the time of the incident. The customer inserted a sensor and after 2-hour warm up it asked for calibration. The customer did correction by eating something and then it asked again for calibration and that time the blood glucose was 201 mg/dl. The customer checked again before lunch, the blood glucose was 199 mg/dl. The customer received a sensor updating/sensor glucose value not available alert, calibration not accepted alert, and a change sensor alert. The device will not be returned for analysis.